Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No possible under delivery anomaly noted. Device was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Device passed the delivery accuracy test at 0.0872 inches the drive support disk was inspected and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump alleging possible under delivery and customer experienced high blood glucose. The customer's blood glucose value was unknown. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with manual injection and lantus for high blood glucose. Customer was neither in emergency room, nor admitted into hospital. Customer stated reason for alleging under delivery was insulin pump not delivering insulin especially when changing the set. Customer stated drive support cap was normal. The insulin pump will be returned for analysis.